Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Device: incorrect prep (device prepped/aspirated inside patient). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the mini trek rx coronary dilatation catheters (instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with moderate tortuosity, moderate calcification and 90% stenosis in the mid right coronary artery (rca). A 2.0 x 20 mm mini trek balloon was advanced to the target lesion for pre-dilatation without resistance. However, during the first inflation the balloon ruptured at 8 atmospheres. The device was removed with no issues. A new 2.0 x 12 mm nc trek balloon catheter was used successfully to dilate the lesion. The procedure was successfully completed after a xience alpine stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.